Event description:
Asku

Event description:
It was reported by the medical examiner that the patient died. Cause of death has been requested and not received. Follow up with physician later revealed the patient was admitted to the hospital 12 days prior to death due to a subarachnoid hemorrhage and subdural hematoma and was discharged with that same admitting diagnoses to hospice on the same day.

Event description:
It was reported by the medical examiner that the patient died. The date of death and cause of death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, outer insulation separation and cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation separation and cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) battery - battery depletion-normal. (B)(4) no anomalies found, outer insulation separation and cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation separation and cosmetic depression. Proximal segment returned and analyzed.

Event description:
Asku